Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that a radial artline/transducer set was continuously leaking blood at the planecta membrane. No patient injury to report. A new set was used to finish the hemodynamic monitoring for the adult patient.

Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed and the root cause could not be determined. A review of the device history record and the complaint database could not be performed since the lot number was not provided.